Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was observed that the merlin programmer overestimated the battery longevity. The new software update to the programmer provided a more accurate reading. No patient consequences or change in patient condition were reported.